Event description:
It was reported that the patient was programmed a year ago after a knee surgery and ever since the surgery the patient had worse nausea and gastroparesis symptoms. The healthcare provider (hcp) was not there for the knee surgery but believed the implantable neurostimulator (ins) was turned off and there was possibly cautery. It was noted that patient had an appointment scheduled for next week but not with the hcp for her device. It was requested that a manufacturer¿s representative (rep) would come to the patient¿s appointment. Additional information had been requested but was not available at time of report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).